Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or compromised force sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump motor error alarm. The customer¿s blood glucose level was 215 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer was assisted with troubleshooting. Customer reported that they were able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.